Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the optic was torn and the haptic was torn and bent. Clear surgical residue/debris was present on the product. There were fibers on the lens surface. Corrected data: off-label use indicated as patient is pregnant and acd is 2.88mm, both of which are contraindications to the use of this lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -9.0/+1.0/099 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and the patient experienced significant reduction of irido-corneal angles. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for another lens and the problem was resolved. (B)(4).